Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a miethke shunt (#article unknown) was implanted during a procedure. According to the complainant, the shunt was removed due to failure after less than 24 hours. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No further data available at the time of the report.

Manufacturer narrative:
Investigation: visula inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeabilty test: a permeability test has shown that all components are permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled test bench which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustability test: the progav 2.0 was tested and is adjustable to all specified pressures. Brake function and braking force: the brake functionality test has shown that the brake function function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination.

Event description:
The returned device is a progav 2.0 shuntsystem (#fx643t).